Event description:
It was reported a customer's pump screen was cracked and the screen remaining black despite the pump powering on. There was no adverse impact to the customer's blood glucose level. A replacement pump was arranged.